Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the arctic sun device had issues with flow. A functional check showed that the pressure transducer was still reading -12 psi with the fluid delivery line (fdl) disconnected. They discussed this was a failed pressure transducer and stated would like to send it into the depot for repair. Per review of wo on (B)(6) 2023, failed pressure transducer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Confirmed flow alerts and high pressure readings from pressure sensor in several patient data files. Pressure transducer was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. It is unknown if the device was in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had issues with flow. A functional check showed that the pressure transducer was still reading -12 psi with the fluid delivery line (fdl) disconnected. They discussed this was a failed pressure transducer and stated would like to send it into the depot for repair. Per review of wo on 17apr2023, failed pressure transducer.